Manufacturer narrative:
It was reported that the device stopped functioning. The philips biomed tested the customer's device by running the device on alternating current (ac) and battery power. The reported issue was first unable to be replicated but investigation determined that the customer's battery was reading 0% although fully charged. The philips biomed then evaluated the battery and determined it was an aftermarket battery. The philips biomed ordered a new philips battery to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
It was reported that the device stopped functioning. The philips biomed tested the customer's device by running the device on alternating current (ac) and battery power. The reported issue was first unable to be replicated but investigation determined that the customer's battery was reading 0% although fully charged. The philips biomed then evaluated the battery and determined it was an aftermarket battery. The philips biomed ordered a new philips battery to resolve the issue. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device stopped functioning. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the device stopped functioning. A field service engineer (fse) went onsite and was unable to duplicate the issue. No issue found. No issue found relating to the device stopping function while on a patient. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.